Event description:
Healthcare professional reported "capsulectomy and strattice insertion." Healthcare professional later reported capsular contracture baker grade IV and rupture. This record is for the right side. Device was explanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: capsulectomy and strattice insertion.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: based on the device analysis grid, the assessments of the complaint are: ¿ capsular contracture: unable to observe as it is not related to the device. ¿ rupture: observed broken assessed as fold flaw opening, observed opening assessed as smooth opening and missing piece of shell assessed as inconclusive. Additional observations: ¿ observed stress marks assessed as non penetrating nick. No further actions are required since no manufacturing issue is observed.

Event description:
Healthcare professional reported "capsulectomy and strattice insertion." Healthcare professional later reported capsular contracture baker grade IV and rupture. This record is for the right side. Device was explanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe since it is not related to the device. No additional observations are performed. No further actions are required as no manufacturing issues are observed. .

Event description:
Healthcare professional reported "capsulectomy and strattice insertion." Healthcare professional later reported capsular contracture baker grade IV and rupture. This record is for the right side. Device was explanted.